Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the bag broke in the bottom, and the bile stones fell into the patient's cavity. Surgical time was extended as a result of the event.